Event description:
Medtronic received a report that a pipeline patient was completely asymptomatic for more than 6 hours after procedure. The patient e xperienced a cerebral infraction. The patient continued a treatment of ticagrelor for another 3 months. After being extubated the patient developed partially blurred vision and weakness of the left hand. The event resulted in a new or worsening of existing neurological deficits. The patient recovered/resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the event didn't result in hospitalization. It was noted that the patient was not a pipeline subject. Per study crs, there was no artisse device implanted and no additional information was known at this time. It was unknown whether any devices were attempted. The cause of the event was not determined. Us MDR decision corrected to not reportable as study device is not marketed or similar device. No additional supplemental reports aren't required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.